Manufacturer narrative:
Additional information: it was detailed that a balloon burst occurred and not a leak. Correction: excessive force was not used. Product analysis: the device was returned for analysis. Kinks were evident on the hypo-tube. The device returned with balloon folds expanded. Kinks were evident on the distal shaft. Blood was visible in the inflation lumen. The balloon failed negative prep. Upon visual inspection of the device, a short longitudinal tear was observed on the balloon working length. The device could not be inflated due to the burst. Deformation evident to the distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora balloon to treat a lesion. The device was inspected with no issues. It was reported that the balloon burst or leak occurred during during balloon inflation. The patient is alive with no injury.

Manufacturer narrative:
Additional information: negative prep/purging was performed on the device prior to use with no issues noted. Resistance was noted while advancing the device to the lesion. Excessive force was used. Initial reporter phone number provided. Image analysis: one image was received for review. The image appears to show an expanded balloon in a biohazard bag, laying on a shelf carton of an nc euphora. Blood appears to be visible in the balloon and the inflation lumen. The label on the shelf carton matches the complaint on file. The complaint cannot be confirmed from the image provided. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.